Event description:
A facility reported a possible oil stain or sealant damage on a surgical pattie package seal (ID (B)(4)). Issue detected by the distributor: "all the seals have this oil like substance, only on the seals. When lifting up in the light, it has a see-through effect."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The surgical patty (ID: 801400)  was not returned for evaluation but a photo was provided: device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the photo shows the overheated area on the packaging, therefore, the complaint can be confirmed. It is noted that without the product return, it can only be visually confirmed that there was over heating of the seal, and that without the physical product it is not possible to test the seal strength to ensure it is a complete seal. The complaint is still confirmed. Root cause: the complaint was confirmed in the complaint investigation through photograph provided by the customer. Potential root causes include incorrect fluctuating seal parameters, thin tyvek, malfunction heating element or broken element wire, or damaged thermocouple.

Event description:
N/a.